Event description:
It was reported a catheter revision occurred today. It was not known what drug was in the pump.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8575, lot# n248173, implanted: (B)(6) 2011, product type accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).